Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed oversensed noise on the ventricular lead which caused inhibition of pacing. The lead was capped and replaced on (B)(6) 2020.